Event description:
Information was received indicating that a smiths medical 94" spike tubing broke off of the filter when the patient was home with an ambulatory infusion pump. Additional information was received that the new chemotherapy infusion was restarted with a brief interruption. The patient was assessed there was no exposure to the skin due to this issue. The patient will receive additional chemotherapy on last infusion. There was no hard or adverse events to the patient.